Event description:
It was reported that the tension gauge was inserted into the pt's knee and broke when the knee was flexed. The tip migrated to the back of the knee, but was able to be removed.

Manufacturer narrative:
Fractures of this type are due to repeated exposure to large bending forces. Visual examination of the tension gauge confirms that the device is fractured and shows wear and scratches on the portion of the component that fractured off. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.